Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd¿ extension set there was air in the line. Report 2 of 2. The following was received from the initial reporter: while starting an infusion of melphalan the drug was found to be incorrectly primed. The chamber would not fill with the medication which created air pockets in the line. The chamber started to compress and rapidly fill with the medication from the bag. The rn paused the infusion to contact the charge nurse for help. While she did this, she found that the medication was still dripping from the chamber rapidly while the pump was still paused. Rn disconnected patient from the line. Pharmacist was called to the bedside. Pharmacist advised rn to discard whole chemotherapy bag and would have a new bag made and primed, believing it was an issue with the priming of the tubing.

Manufacturer narrative:
MDR submitted inadvertently and the failure was removed from the record. Initial investigation child cancelled out, ar code was secondary code (cascading) and was unnecessary due to only one issue. Issue captured in inv child (B)(4).

Event description:
Event found to be cascading failure, only one line and one failure were necessary for this complaint.